Event description:
Completed scan but noted trembling hands and dislodged pulse oximeter throughout scan. Dates of use: 2007. Diagnosis or reason for use: r/o brain tumor. Event abated after use stopped: yes.